Manufacturer narrative:
The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a replacement surgery. Upon explant, fluid loss was noted due to a hole in the cuff. There were no further patient complications.